Manufacturer narrative:
Evaluation: post market vigilance (pmv) led an evaluation of two devices. Microscopic inspections of the instruments noted presence of clips in the tubes. However, it was observed that the pusher bars were buckled, and the firing handle on one of the instruments was broken in a manner consistent with cycling through the end of application safety interlock. The red indicators were visible in the windows. Functional evaluations could not be performed as the safety interlock features were engaged. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Replication of the broken handle (broken interlock) may occur when an attempt has been made to cycle the handle after it has engaged in safety interlock due to the buckled pusher bar. The safety interlock feature engages to prevent the jaws from closing in the absence of a clip. The firing handle will fail, as observed, if an attempt is made to over-ride the safety interlock. The root cause of the observed damage was misuse of the product which caused or contributed to the reported. Condition. No further actions have been deemed necessary at this time. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of the vessel in a laparoscopic cholecystectomy, clips was able to be fired from the device however the clips were malformed. The surgeon was not able to squeeze the handle when the issue occurred. New instrument was used to complete the case. There was no patient injury.